Event description:
Revision surgery performed on (B)(6) 2025 due to failure of the glenosphere. According to information provided, all components of the prosthetic assembly dislodged with exception of the reverse liner. Previous surgery is unknown, as well as complete product information of the original implant. During revision the surgeon explanted the eccentric glenosphere, baseplate, peg, screws and reverse liner, and converted the assembly to an anatomic configuration with an adaptor 36mm for reverse body (pn 1352.15.200) and cta head (pn 1323.09.500) on the humeral side. Surgery was completed as intended. Patient is male, date of birth (B)(6) 1948. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source, it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.